Manufacturer narrative:
The initial MDR 2517506-2016-00004 was filed on january 13, 2016. Additional information (01/18/2016): a siemens customer service engineer (cse) was dispatched to the customer site and obtained the barcode labels from the customer. The cse reviewed the instrument data and determined that errors were indicative of problems with bar code label quality. The cse stated that when a data was manually entered for a barcode, centralink read the barcode as a 2-digit number instead of a barcode with the standard decimals. A siemens regional support center (rsc) specialist investigated the barcode labels obtained from the customer and determined that the barcodes' heights of 7.3 mm was below the aptio automation system and clinical and laboratory standards institute (clsi) minimum specification of 10.0 mm or greater. The rsc specialist recommended the customer to increase the barcode height to 10.0 mm or greater. The cause of the barcode being read incorrectly at the input output module was barcodes that did not meet specifications being used by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the barcode being read incorrectly at the input output module is unknown.

Event description:
The operator of an aptio automation system stated that a sample tube barcode was misread at the input output (I/o) module. This matched up to the wrong patient on the centralink and was filed in a completed output rack. The customer spun the sample offline and frontloaded it on an advia centaur instrument, where the barcode was read without any issue. There are no known reports of patient intervention or adverse health consequences due to the barcode being read incorrectly.